Event description:
As reported by the edwards sales representative, upon the removal of the sheath a dissection of the left iliac artery was noted. The physician successfully repaired the artery using a patch. The patient remained stable throughout the procedure, was extubated in the lab and returned to the recovery room in stable condition. Per report, there was some resistance when advancing the 25fr dilator, but it was successfully advanced and removed and the 22fr sheath was advanced. Per the discussion with the operators, the perceived cause of the event was the borderline vessel size in combination with iliofemoral arteries that had more calcium than was appreciated on imaging.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards novaflex training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum vessel diameter for a 22fr sheath is 7 mm. In this case, the access vessel's minimum luminal diameter was 7mm at the location of the difficulty, and the vessels were noted to be moderately calcified and mildly tortuous. Although it cannot be confirmed, it is likely that the borderline size of the vessel in combination with calcification not appreciable on imaging contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.